Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 431mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap appears normal. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose motor support disk.